Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 2003 and mesh were implanted. It was also reported that on (B)(6) 2004 patient underwent subtotal hysterectomy, lso, abdominal sacrocolpopexy, halban¿s culdoplasty, abdominal paravaginal defect repair and cystoscopy due to stage IV pelvic organ prolapse and incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.